Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. No issues were observed with the pump supplies. A bolus via the pump was delivered in an attempt to resolve high bg. The customer was admitted to the hospital and manual injections were administered. High bg was resolved and the customer was discharged on (B)(6) 2018. As the event had occurred in the past, tandem technical support advised the customer to discuss high bg with a healthcare provider.